Manufacturer narrative:
Findings: pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 600mg/dl, low blood glucose of 35mg/dl, and also stated that their insulin pump was damaged. The customer declined troubleshooting for the high and low readings. Customer's blood glucose value was 154mg/dl at the time of the call. The customer was assisted with troubleshooting for the damage. The customer stated that there was damage all around the perimeter, to the left of the screen and next to the time. The customer did not know how the damage occurred. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.